Manufacturer narrative:
(B)(4). Date sent: 4/8/2026. D4 batch #: z7028w. Corrected data: h6, h11. Investigation summary: visual analysis revealed that the device had a scratched and cracked blade. Additionally, the black tissue pad was detached and not returned; evidence of body fluids and tissue pad material was observed in the groove section of the clamp arm. Upon inspection, the white tissue pad showed consistently damage with clamping over a hard object. A customer-provided photo confirmed that the black tissue pad had detached from the clamp arm. During functional testing using the gen11 generator, an alert screen was displayed. The device was disassembled to examine internal components, and no anomalies were found. Probable causes of blade damage, including breakage, may include external contact either during preparation or normal use, blade contact with other devices, staples, or clips during the procedure. Once minor blade damage occurs, subsequent activations can increase the severity of the damage, potentially resulting in activation issues such as failing the generator¿s pre-run test and displaying alert screens like ¿tighten assembly¿, ¿blade error detected¿, or ¿relaxed pressure on blade¿, eventually leading to a ¿replace instrument¿ alert. Continued use of a damaged blade can result in blade breakage. As part of the quality process, all devices are manufactured, inspected, and released according to approved specifications. Additional complaint information will be monitored for potential safety signals through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number z7028w, and no non-conformances were identified.

Event description:
Black tissue pad fell off. It was reported that during the surgery, about 10min after the operation start, the black part of tissue pad fell into the patient's body. The surgeon tried to find the fragment but failed. The surgery was completed after the risk assessment by the surgeon.

Manufacturer narrative:
(B)(4). Date sent: 3/27/2026. D4 batch #: z7028w. Additional information was requested and the following was obtained: what efforts were made to locate the pieces of the tissue pad during the procedure? ? -unknown. Was this procedure converted to an open procedure? ? -no. Are there any plans to locate the pieces? ? -unknown. Was there any change in the patient care as a result of this event? ? -no. Did the patient experience any adverse consequences due to this issue? -unknown. What procedure was performed? -nephrectomy. What anatomical area was the device being used on when the black pad broke off? -the tissue around the kidney. Were there any generator alert screens during the procedure? -no. Was the device used on any hard objects or staple line? -unknown. What is the patient¿s current status? -good investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with blade scratched and cracked, with the black tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. In addition, photo was provided and it shows the black tissue pad detached from the clamp arm. During functional testing on gen11, an alert screen was displayed. The device was disassembled to verify the condition of the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to what caused the black tissue pad issue. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.